Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering all mealtime bolus units as indicated and the active insulin unit count was off. The customer¿s blood glucose was unknown at the time of the incident. The customer could not use the belt clip because where the clip hooks on to the insulin pump was broken. The device will not be returned for analysis.

Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at .08700 inches. Device was received with broken off the belt clip rails. The p-cap locks properly into place.